Event description:
It was reported that after insertion of the the introducer sheath via the subclavian vein, the hemostasis valve was found to leak, resulting in a possible air embolism. Please refer to the attached medwatch report for add'l info.